Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test and had an intermittently blank display. The blood glucose reading was 217 mg/dl. Upon troubleshooting, it was found that the customer did not receive a failed battery test. The customer stated that the insulin pump turned off without any warning, restarted on its own, turning on for a few seconds, then turned itself back off again. She also noted that neither the battery compartment nor the battery spring were damaged or corroded. Advised that a replacement battery cap would be sent and advised the customer to monitor the insulin pump. Nothing further reported.